Event description:
It was reported that a patient presented with noise on their implantable cardioverter defibrillator (ICD). Programming changes were discussed, no changes or interventions were reported. The patient was stable.